Event description:
It was reported that the customer had a high blood glucose of 600 mg/dl, which she treated with shots. Customer also stated there was damage to the reservoir and battery compartments. Customer's blood glucose at the time of reporting the issues was 129 mg/dl. She declined to troubleshoot, stating she knew why her blood glucose was high. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.